Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, lot#: va0yg32004, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 10-aug-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 10-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that intra-op one of the leads were bad with some "orange" and some "red" impedances that were out of range. The rep said the hcp switched the lead in the ins port and the impedance issue followed the lead. The rep was able to program to allow for good coverage for the patient. The rep wasn't able to test impedances prior to replacement since the previous implant was "dead". No further complications were reported.